Manufacturer narrative:
(B)(4).

Event description:
It was reported that high out of range hv lead impedance and increase thresholds were observed via remote transmission. Additional information notes that lead fracture was also noted on the lead. The lead was capped and replaced on (B)(6) 2016. The patient was stable following the procedure. No other anomalies were reported and the patient was not reported to be symptomatic.

Event description:
New information notes that on (B)(6) 2016, non-capture of rv lead pacing and sensing was observed and therapies were reprogrammed off prior to lead replacement.